Event description:
It was reported that while using the bd venflon¿ pro safety there was leakage. The following information was provided by the initial reporter, translated from french to english a potential defect on a venflon 20g 32mm pink catheter (B)(4) was reported to us today by a user service. It is noted that after 3-4 uses of the injection site, blood came up at the injection site. This is an isolated event involving just one person at present. The device has not been preserved, but we still have in stock the batch concerned by this incident (n°2325419p02).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-aug-2023. H6: investigation summary our quality engineer inspected the 1 opened sample and 1 representative sample submitted for evaluation. The reported issue of leakage at insertion site was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no abnormalities or damages on the returned samples. The samples also underwent leakage testing and neither of the samples showed any signs of leakage. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd venflon¿ pro safety there was leakage. The following information was provided by the initial reporter, translated from french to english a potential defect on a venflon 20g 32mm pink catheter (ref (B)(4)) was reported to us today by a user service. It is noted that after 3-4 uses of the injection site, blood came up at the injection site. This is an isolated event involving just one person at present. The device has not been preserved, but we still have in stock the batch concerned by this incident (n°2325419p02).